Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath broke when it was used to deliver the sheath. It was difficult to reach the required position. A different sheath was used to complete the operation. No patient complications have been reported as a result of this event.